Event description:
It was reported that the implantable pulse generator (ipg) migrated and the pocket exhibited erosion. The pocket was revised and the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.